Manufacturer narrative:
Fowler dampner.

Event description:
It was reported by service report that the fowler drifts down on its own. It is unk if there was pt involvement or if there were adverse consequences to report.